Event description:
While using a cavitron select sps g124 they allege that no water at the handpiece causing the handpiece to get hot,no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Emh hp;cable,conn/gun cable damaged g124 - no operation due to a broken connector on the footswitch cable, damaged handpiece cable. Continuous water leaking due to the solenoid not closing completely. Handpiece holder magnets separating from the cabinet. G123 - air pump not building/maintaining adequate pressure. Pump interface cracked around mounting screw. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No water hose, handpiece received for evaluation.